Manufacturer narrative:
Analysis of the lead (lot #: va1bvmk) found that the distal end was bent.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the healthcare provider (hcp) was doing a stage 1 implant on date notified and opened a new lead which never touched the patient, and noted that they thought the tip of the lead looked bent. It was elected to replace the lead and use another, which was used without incident. The patient's indication for implant is unknown.

Event description:
A manufacturing representative stated that the lead was sent in weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.